Event description:
Patient's wife reported pump alarm was sounding (message not provided) but after replacing cassette, the alarm stopped. Lot number: 4257113. Cassette is not available for investigation. No further information provided. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contributed to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.